Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple temperature alarms that were unable to be cleared. The pump was not within abnormal temperature conditions. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. The customer had insulin injections available as insulin therapy.